Event description:
A consumer, reported that she used a thermacare heatwraps, back, size l/xl wrap for five hours in 2005, for relief from lower back pain. As a result of this use, she reported that she rec'd a 3rd degree burn which included an infected wound. She saw three different physicians on four different occasions and had to undergo painful debridement treatments. Treatment included unspecified antibiotics, prescription cream and pain medications. The consumer mentioned that the experience was extremely uncomfortable for a prolonged period, horribly painful for a time and that the treatments made her scream in pain. She stated that the experience was unacceptably inconvenient and that she could barely produce energy to care for her two special needs youngsters due to the pain. She reported that a slight sore was still evident and she had scarring and pain.

Event description:
Burn degree confirmation forms received from 2 of the 3 physicians who treated her confirmed a second degree burn. No burn degree confirmed form has been received from the third physician as of this date. Pt fell asleep while wearing a thermacare pain relieving heatwraps, cramp relief to get relief from pain a couple of months earlier and awoke with a third degree burn and more pain. She reported that she had visited her physician several times since then in order to receive care for an infection in the area and to have the area debrided. The case outcome was unknown. 19-oct-2005 safety follow-up phone call to consumer: she wore the thermacare heatwrap for a total of five hours to treat back pain and that the resulting burn had green covering it and was infected. She stated that the symptoms were treated with debridement using something like tweezers and pulling large pieces in the physician's office; she was told to "do it" herself in between physician visits, just scraping the area with a washcloth and mild soap which was the most effective method suggested by her physician. She reported that she was given a prescription generic version white cream that she thought was "sulfadent or something" and was told to apply something like a&d ointment to the area at night during the second half of the care. The consumer stated that she was better, but mentioned that the problem was the fact that treatment was provided in front of her children and she was screaming and it was horrible. She stated that she was out of commission bacically and there was a lot of inconvenience as she had to have people come to take her children to school every morning because she was not able to do that. She reported that she had used thermacare previously and did not expect this to happen. 27-oct-2005 received consumer's follow-up questionnaire: one blister burst within one hour of removal of the wrap. Pain affected her lower back muscle down her right leg. She was incapacitated as it was hard for her to drive, sit, walk, sleep, or care for her family; anything that required sitting for very long was painful, since the injury sent pain down her back and buttocks; she had difficulty getting into any position that was comfortable, an ongoing predicament for several weeks, and she was very irritable. She stated that she had to have the area debrided for over a month, four seperate visits to three physicians. The case outcome was not recovered/not resolved. 18-nov-2005 safety follow-up phone call to consumer: the consumer reported that the first two physicians saw her at her worst and diagnosed third degree burn and recommended that she receive treatment at the burn center. She stated that the third physician she visited thought that the area was looking better and decided she would debride the are at the physician's office. The consumer reported that her symptoms were much better. No futher information was provided. 21-dec-2005 safety received follow-up burn degree confirmation forms from two physicians: the physician verified that the patient was examined and presented with the burns as defined: second degree burn; 4 cm diameter burn right lower back. Erythema at edges and the eschar partially off. The 2nd physician verified that the patient was examined and presented with the burns as defined: second degree burn; treatment: treated blister silvadene cream three times daily, advil/percocet pain medication, cephalexin antibiotic three times daily, times seven days.